Event description:
Related manufacturer reference numbers: 2017865-2023-48539. Related manufacturer reference numbers: 2017865-2023-48541. It was reported that the patient presented with inappropriate automatic mode switch due to competitive atrial pacing during systemic inflammatory response (sir). It was unclear whether the sir was due to infection. No intervention was performed. Further information was not provided.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.